Manufacturer narrative:
It has been noted that no product is available for return and no serial/lot numbers have been provided.

Event description:
It was reported the patient presented with a delayed soft palate fistula two and a half weeks post-operatively. No injury was noted immediately after surgery and no other patient complications have been reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Manufacturing records could not be reviewed as no lot number was provided. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include the patient¿s general health, following post-operative instructions, or the presence of coexisting medical problems.